Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge jumped form 15% to 25% while not connected to a power source. There was no reported impact to the customer's blood glucose level. Review of the pump data by tandem technical support showed the battery depleted from 91% to 33% within 2 days. Reportedly, the customer administers a lot of bolus's and is constantly interacting with the pump which can increase the battery depletion. Reportedly the customer would continue to use the pump for insulin therapy.